Manufacturer narrative:
Trackwise #(B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the inside of the loading device. There were no visual defects observed on the aortic cutter in the photograph. The delivery device was observed in the loading device with no visual defects observed. The white plunger and blue safety lock was not observed in the photograph. The seal was observed in an opened state inside the loading device. There were no cracks or delamination observed on the seal. The plastic clear top of the loading device was observed to be taken apart from the base of the loading device to show the condition of the state of the seal. Based on the non-return of the device, as well as the photographic inspection, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem" was observed. The lot # 3000255278 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) umbrella could not be released. The device was loaded completely according to the step 1, 2, 3, 4. They opened the loading device and got ready to deploy the seal, but it didn't work. Then they used another instead to complete the operation. There was no harms and side effects to the patient.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) umbrella could not be released. The device was loaded completely according to the step 1,2,3,4. The seal didn't unfold or deploy properly. Then they used another instead to complete the operation. There was no harms and side effects to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.